Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament circuitry was evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported high milliamperage (ma) errors. No patient or user injury was reported.